Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: pt had bilateral stryker hip implants. Pt is reporting that the left hip is experiencing extreme pain. The pain originally started in (B)(6) 2012. Pain originally went away, but returned in (B)(6) 2012. The pain started on the outside of the hip area, but a month later, pt reports having the pain move to the groin area. Her left hip clicks when she walks. Pt states that the pain has increased. She has had blood work and an MRI done. She can only sit for a limited time (4 hours). Since she drives for a living she can only work part time as she can't sit for long periods. Pt is reporting that the surgeon is monitoring her implants for now and has scheduled pt to return in six months.